Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and debris was observed inside the receiver display window. The receiver would not power on. The receiver case was opened for further evaluation. An interior inspection found foreign object debris and moisture damage on the speaker. The foreign debris was removed and the printed wiring boards cleaned. The receiver then powered on, and a "call tech support" message was displayed on the screen of the receiver. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The reported event of an overheating receiver could not be confirmed. The root cause could not be determined.